Manufacturer narrative:
Device used for treatment, not diagnosis. Device malfunctioned intra-operatively and was implanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that the guide pin missed the nail and went anterior during a femoral recon nail procedure on (B)(6) 2018. The surgeon was using the new recon nail. The surgeon checked the nail and jig alignment on the back table with the cannulas and a guide pin. Everything lined up. When the surgeon inserted the nail and first tried to put in the guide pins for the recon screws they went through the nail perfectly. The surgeon had to adjust the pins more anterior so the surgeon rotated the jig posteriorly and when the surgeon reinserted the guide pin, it missed the nail and went anterior. The surgeon had to play around with it for a few minutes and take additional fluoro shots until the surgeon was finally able to get the guide pin through the nail. At the end of the case, the sales consultant and the surgeons discussed that when they tried to rotate the nail anterior or posterior that it correlates with changing the trajectory instead of everything moving in the same plane. There was no patient consequence. No other additional information available. This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Added concomitant device. Corrected data: event or problem: corrected quantity of involved devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint involves 3 devices. Concomitant device reported: unknown recon screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) fem recon nail pf ø10 le l400 tan.